Event description:
It was reported that at one week post op visit, the haptics of the intraocular lens were found to be sitting outside the bag, touching the iris and sitting upwards into the anterior chamber. A repositioning surgery was performed (B)(6) 2013.

Manufacturer narrative:
The lens remains implanted therefore is not available to be returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See scanned page.